Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had a blood glucose of 463 mg/dl with thirst, dehydration, and irritability. The reporter stated that the pump lost power and the patient did not notice the issue until attempting to bolus at lunch; the reporter indicated that it was unknown how long the patient had been without insulin. The reporter stated that the battery cap was found to be stripped and would not stay on the pump; the reporter indicated that this event was the first time that the battery cap issue was noted. The reporter reported that the battery cap had never been replaced since receiving the pump in 2010; the reporter was advised on the user guide's instruction to replace the battery cap every 6 months. This report is made based on the allegation that the patient experienced hyperglycemia after the pump lost power while using an out of date and damaged battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the battery cap was never replaced since receiving the pump in 2010. The pump user guide instructs the user to replace the battery cap every 6 months. No conclusions can be made at this time. Serial #: (B)(4).